Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided in the article. However, the valve degeneration is likely related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve remains implanted in the patient.

Event description:
As reported through a european journal article, 'valve-in-valve procedures for degenerated surgical and transcatheter aortic valve bioprostheses using a latest generation self-expanding intra-annular transcatheter heart valve'. The study was between may 2022 and november 2022 and included five consecutive patients who received a valve in valve (vinv) tavi for treatment of failing surgical bioprostheses or thv. This complaint is for 1 patient who received a 26mm sapien 3 valve in the aortic position by transfemoral approach. Approximately 7 years and 8 months post implantation the patient presented with structural valve deterioration. Placement of a 25mm self-expanding intra-annular transcatheter heart valve in deep position to protect against coronary occlusion was performed. The final position was with absence of paravalvular leakage with sufficient coronary perfusion in the selective angiography of coronary arteries. Upon discharge, the patient's peak gradient measured 9mm hg and the mean gradient 4mm hg.